Manufacturer narrative:
(B)(4). The lot history record of the reported lot number has been reviewed and no quality issues were noted. The microcatheter, pushwire and pipeline were returned for evaluation. The pushwire appeared to be slightly stuck inside catheter. Approximately 1.0 cm of the distal end of the pipeline was found to be extended from distal tip. For further investigation, the pushwire and pipeline were removed from the catheter. The pushwire appeared to be bent distally the distal and proximal ends of the pipeline were found fully opened with damaged braid. The microcatheter body appeared to be accordioned at 2 different locations distally. An in-house mandrel was inserted through the microcatheter tip and hub and it got stuck at the damaged locations. No other anomalies were observed. Based on the above findings, the customer's complaints could not be confirmed for "failure/incomplete to open." The causes for the experience reported could not be determined as the pipeline was returned fully opened with damaged braid. It is possible that the tortuous anatomy and the damage to the pushwire, pipeline braid, and microcatheter may have contributed to the reported issues subsequently causing failure to open. However, the cause for damages could not be determined. All products are 100% inspected for damage and irregularities during manufacture. Note: per pipeline flex IFU (instructions for use): do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.

Event description:
Medtronic (covidien) received report that during flow diversion treatment of a saccular aneurysm in the right ophthalmic carotid artery, three pipeline flex devices did not open properly. Great resistance was felt in the microcatheter when advancing all three pipeline flex devices. The patient¿s vessel was moderately tortuous. The first pipeline flex was unsheathed and the distal end appeared frayed. The physician attempted to resheath, but was unsuccessful because the pipeline flex was locked up at the distal end of the microcatheter. The pipeline flex and microcatheter were removed together. When the second pipeline flex (MDR # 2029214-2015-00697) was deployed, it also appeared frayed when unsheathed, became stuck in the microcatheter, and could not be resheathed or further unsheathed. The pipeline flex and microcatheter were removed together. A third pipeline flex (MDR # 2029214-2015-00698) was deployed and appeared frayed when unsheathed. The pipeline flex was removed when it became stuck at the distal tip of the microcatheter. The patient was ultimately treated successfully with other pipeline devices. There was no report of patient injury as a result of this event.

Manufacturer narrative:
The lot history record of the reported lot number has been reviewed and no quality issues were noted. The device will not be returned for analysis; therefore, the event cause could not be determined. This event is also reported in MDR # 2029214-2015-00697 and 2029214-2015-00698. (B)(4).